Event description:
The user reported that during a percutaneous coronary intervention procedure the pressure gauge on the inflation device would not respond when pressure was applied. The user noticed under x-ray that the balloon had inflated. A new inflation device was used to successfully complete the procedure. No harm or injury was reported.

Manufacturer narrative:
Device eval: the eval has not been completed. A f/u report will be submitted when the eval has been completed. Conclusions: eval in progress.